Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported having the retainers for almost a year and the teeth have not changed at all. The treatment is not working on the basis that the gap has not closed. Additionally, the patient noted pain level 9, discomfort, not fitting, broken and sensitivity. The dentist indicated using braces is the best option for the patient.